Event description:
It was reported during an internal staff check that the cardiosave intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d8, e2, e3, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field- e1(event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm that screen does not turn on. False contact on connector eliminated to resolve the issue. Functional tests performed with positive outcome.the equipment was returned to the customer for clinical use.

Event description:
N/a